Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 476 mg/dl. The customer treated their blood glucose with a manual injection. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery tests due to a33 alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.